Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse observed that the large syringe intermittently stalls and the column was defective. Fse cleaned the injection valve seals, checked the rotary valve for proper function, replaced the sample needle, large syringe, and changed the column. Fse then performed calibration and ran quality controls (qc). All results were within acceptable range. The g8 instrument was performing as intended. No further action was required. A 13-month complaint history review and service history review for serial (B)(4) from 27-oct-2017 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, states message 706 is syringe-l error and is generated due to operation error in syringe-l. The countermeasure is for the user to inspect the syringe-l and execute smp.reset. The most probable cause of the reported event was due to clogged sample needle.

Event description:
On (B)(6) 2017, customer reported getting 706 syringe-l error on the g8 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, (B)(4), per exemption numbere2017013.